Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 571 mg/dl (inform ii system) and 232 mg/dl (performa system). The same strip lot was used on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the inform ii system. Reference medwatch with patient identifier (B)(6) for the performa system.